Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "re-occurrent" peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by "re-occurrent" turbid pd fluid. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The patient retraining on the proper aseptic technique was pending. No additional information is available.